Event description:
Boston scientific received information that this pacemaker along with right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of more than 2000 ohms. Additional information obtained from the field representative indicated that the cause of the high pli was not determined. The rv lead was tested through programmer which exhibited same result. The rv lead was surgically abandoned while the pacemaker was explanted. The system was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.